Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was having persistent low flow alarms from presumed thrombosis. It was noted that the patient had elevated lactate dehydrogenase levels and was undergoing bivalirudin and integrilin therapy with no resolution. The patient¿s international normalized ratio had been adjusted to 1.5-2.0 due to persistent gi bleeding. It was noted that the patient also began to smoke again. The patient was admitted on (B)(6) 2015 and underwent a pump exchange on (B)(6) 2015. During the procedure, it was reported that pannus was noted on the inflow conduit and this part was also exchanged.

Manufacturer narrative:
Information is unknown as the serial number of the device was requested but was not provided. Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicated that the deposition did not develop in the outlet stator. Areas of the deposition appeared denatured. Although its origins and a duration of time for which it was present in the outlet stator could not be conclusively determined, the contact marks and evidence of deposition on the outlet bearing cup, suggest that the deposition was present while the pump was operating. The remaining pump blood-contacting surfaces were free of deposition. If it was present in the pump for an extended amount of time, the deposition found in the outlet stator would have contributed to the reported clinical signs of hemolysis. Also, the deposition would have likely obstructed the flow of blood through the pump, potentially contributing to the reported low flow alarms. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device was returned for investigation. The evaluation is not yet complete. The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(6) registry stating: membrane obstruction inflow cannulae.